Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/02/2024.

Event description:
Healthcare professional initially reported right side no complaint against the device and later reported "deflation" of a silicone device. The device has been explanted and replaced.

Event description:
Healthcare professional initially reported right side no complaint against the device and later reported "deflation" of a silicone device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings during the analysis. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflation" of a silicone device.

Event description:
Healthcare professional initially reported right side no complaint against the device and later reported "deflation" of a silicone device. The device has been explanted and replaced.